Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a drip at the blood sampling valve (bsv). The fse removed the bsv shaft and lubricated the bsv assembly. Following the repairs, the instrument ran without any leaks. The repairs were verified per established procedures. The leak was related to the bsv, which was repaired by lubricating the bsv assembly. Beckman internal identifier number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 780 hematology analyzer. The volume of the leak was not specified and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated as a result of this event. There was no death, injury or change to patient treatment.